Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported of hearing from another healthcare professional that they had been consulted by a patient that had been injected with unspecified filler in the nose by a family doctor. Patient's nose is necrosing and consulted with plastics 5 days after. It was noted that the event was a vascular occlusion.